Manufacturer narrative:
B3 date of event: approximated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, after completing a water vapor therapy procedure, the posterior anal margin got injured. It was reported that the prostate (middle lobe location) was cut open with a urinary catheter. The urinary catheter was from another company. This event occurred during postoperative catheter insertion. The injured area was treated successfully with a transurethral resection of the prostate (turp). There were no further complications.